Event description:
A malfunction alarm occurred resulting in a blood glucose level of "high." Customer reset the pump and administered a correction bolus to successfully resolve the blood glucose level. Customer continued using the pump for insulin therapy.